Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. On an unreported date, the patient experienced peritonitis. The initial reporter declined to provide additional information. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was unknown if the patient was recovering or was recovered from the peritonitis event. It was not reported if dianeal and/or extraneal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 3.